Event description:
Ufmw attached (B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4).